Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. Correction: e1: first name and last name updated to (ni). Correction: e1: phone number (ni). This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that a b30 communication error was noted upon startup. Based on the results of the investigation, it suggests probable causes are most likely due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited occasional blackout. The event took place at service / maintenance (not in a clinical setting). There was no patient involvement.